Event description:
My clips are no longer attached to the tubes. It has caused headaches, I'm allergic to nickel, heavy cycles which produces large clumps, sharp abdominal / pelvic pain. Due to the clips floating in my body, these ideas have happened because the clips are hitting other organs in the body, also they are not serving a purpose by floating instead of being attached to the tube. They are causing problems.